Manufacturer narrative:
(B)(4).

Event description:
Customer reported that an 840 ventilator was inoperable. The device was not being used on a patient when the event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board assembly (pcba). The device passed extended self test (est).